Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6)2010, inratio: 3.8, lab: 4.6.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provide by end-user at time complaint was filed: inratio: 3.8, reference: 4.6, mean: 4.20, confidence limits: 2.4-6.1. The mean of the inratio meter and comparative system inr was calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Customer's results met accuracy criteria. Time elapsed between reported results was not provided. If the time elapsed exceeded three hours, there is a high possibility that the discrepancies are due to changes in the status of the patient. Product deficiency not established. No strip lot information was provided. This issue complaint will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.